Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was confirmed via the submitted log files. On 02aug2024 at 00:13:02, the log file captured intermittent atypical low voltage advisory and power cable disconnect alarms while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) on the black power cable fluctuating below the alarm thresholds. On (B)(6) 2024 at 00:23:02, the log file captured a low voltage hazard alarm due to the white power cable being disconnected from power and an invalid rsoc fault active on the black power cable. The invalid rsoc fault on the black power cable activated due to the rsoc value being below the alarm threshold. The low voltage hazard alarm resolved when the white power cable was reconnected to external power. The low voltage advisory and power cable disconnect alarms cleared shortly after on (B)(6) 2024 at 00:23:52 for remainder of the log file after both power cables were connected to 14v li-ion batteries. The fluctuating rsoc values on the black power cable did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding patient information, troubleshooting, any resolution of the alarms, and if there will be any product returned; however, no additional information has been received, and to date, no product has been returned for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot low voltage and power cable disconnect alarms. This section also warns against twisting or sharply bending the power cables to avoid damaging them. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿, covers maintenance, care, and use for the power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a power disconnect alarm, low voltage advisory alarm on (B)(6) 2024 around 00:30 while connected to mobile power unit (mpu) at home. No obvious damage was noted to any equipment. Alarm was unable to be reproduced in clinic on home mpu. Log file showed the voltage on the black lead was intermittently dropping out and causing the low power events.